Event description:
Information was received indicating that during continuous infusion of blinatumomab, a smiths medical cadd administration set was found to be leaking at the filter. It was reported that a new infusion was started with a new administration set. The reporter also indicated that the plan is to use a different lot number of filtered tubing for the future. No adverse effects were reported.